Event description:
Caller reported aviva system blood glucose results of 234 mg/dl and 119 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.